Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with: medically refractory and intractable mechanical low back pain with right lower extremity pain with neuropathic features including numbness, tingling and paresthesias; post laminectomy syndrome with previous l4 laminectomy discectomy in 2004; residual and recurrent right l4-5 herniated nucleus pulposus with extruded disk fragment embedded in epidural fibrosis, producing severe spinal stenosis compressing the cauda equine and the right l5 nerve root; residual and recurrent left l4-5 disk herniated nucleus pulposus with underlying degenerative disk disease and spondylosis with disk protrusion producing spinal stenosis compressing the neural elements; spinal stenosis l4-l5 secondary to residual and recurrent disk herniation; l4-l5 lumbar instability; failure of conservative therapy to alleviate symptoms. The patient underwent the following procedures: redo right l4 laminectomy with medial facectomy and foraminotomy with redo right l4-5 micro-diskectomy for decompression of spinal stenosis; redo left l4 laminectomy with medial facectomy and foraminotomy with a redo left l4-5 micro-diskectomy for decompression of spinal stenosis; l4-5 posterior lumbar interbody fusion with globus peek cages and bone morphogenic protein allograft; l4-5 posterior lateral fusion with corticocancellous autograft incorporating the transverse processes of l4 and l5 spinal segments bilaterally; l4-5 posterior lateral non-segmental instrumentation with globus transition for instrumentation and arthrodesis; application and insertion of an 11 mm * 30 mm globus peek cages filled with bone morphogenic protein allograft to fill the intervertebral disk space defect following decompression of the spinal stenosis at l4-5; harvesting of corticocancellous graft via separate fascial incision over the right posterior superior iliac crest; harvesting of bone morphogenic protein allograft. As per-op notes, ¿bone morphogenic protein allograft was harvested onto collagen sponges and allowed to set. After enough bone graft was harvested, it was morselized, cleaned of soft tissue and set on the later use. Two 11mm * 30mm globus peek cage were harvested. The center of each cage was filled with a bone morphogenic allograft. The first cage filled with bone morphogenic protein allograft was placed into the right l4-l5 intervertebral disk space defect that had been created following decompression of spinal stenosis. The second cage filled with bone morphogenic allograft was placed into the left l4-l5 intervertebral disk space defect that had been created following decompression of spinal stenosis. No patient complications were reported. Post-op diagnosis: medically refractory and intractable mechanical low back pain with right lower extremity pain with neuropathic features including numbness, tingling and paresthesias; post laminectomy syndrome with previous l4 laminectomy discectomy in 2004; residual and recurrent right l4-5 herniated nucleus pulposus with extruded disk fragment embedded in epidural fibrosis, producing severe spinal stenosis compressing the cauda equine and the right l5 nerve root; residual and recurrent left l4-5 disk herniated nucleus pulposus with underlying degenerative disk disease and spondylosis with disk protrusion producing spinal stenosis compressing the neural elements; spinal stenosis l4-l5 secondary to residual and recurrent disk herniation; l4-l5 lumbar instability; failure of conservative therapy to alleviate symptoms; intra-operative findings of residual and recurrent disk herniation at l4-5 with severe spinal stenosis compressing the neural elements and findings of l4-5 lumbar instabililty following decompression of spinal stenosis requiring surgical fusion. The patient presented for consultation regarding hypertension and underwent review of systems. Impression: status post spinal stenosis surgery for l4-l5 instability and herniated nucleus pulposus; question of hypertension or at least elevated blood pressure; allergic rhinitis; anxiety; gastro-esophageal reflux. (B)(6) 2011: the patient was discharged. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.